Event description:
It was reported that damage occurred to the pump housing and usb. There was no reported impact to the customer's blood glucose level. Caller did not have the pump available for troubleshooting and planned to call back when the pump was accessible.